Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue,user's test strip had a poor storage(kitchen). Note:the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 130 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store the product in the kitchen. The test strip lot manufacturer's expiration date is 12/18/2017 and open vial date is 06/21/2016. The meter memory was reviewed for previous test result history: the 211mg/dl (B)(6) 2016 08:30 am fasting: no; the 140mg/dl (B)(6) 2016 07:49 pm fasting: yes; the 312mg/dl (B)(6) 2016 07:17 am fasting: yes; the 197mg/dl (B)(6) 2016 03:18 am fasting: yes; the 189mg/dl (B)(6) 2016 07:29 pm fasting: yes.